Manufacturer narrative:
The sample is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
The catheter was inserted on (B) (6) 2009 in the right basilica vein. On (B) (6) 2009, the nurse found the catheter broken at the oval disk. The catheter was then removed without difficulty by the nurse.